Manufacturer narrative:
H3, h6: the device was received for evaluation. Service history review identified there was no indication that the complaint was related to a service of the device within the review period. Visual and functional tests were performed. The customer's problem was replicated as the pump was alarming high pressure after powering up. The downstream occlusion (dso) sensor will be replaced. The customer received a cost estimate and after accepting the quote, the repair will be done.

Event description:
It was reported that the device had ¿constant overpressure alarm¿. There was unknown patient involvement reported.